Event description:
The initial reporter questioned inr results from a coaguchek inrange meter serial number unknown from approximately 5-7 years ago. The date of event is an approximation. The reporter questioned results from patients with a ventricular assist device (vad) with a therapeutic range of 2-3 inr. The reporter allegedly observed differences between 1.0 inr and 1.2 inr between the coaguchek inrange system and an unspecified laboratory method. No specific comparison results were provided.

Manufacturer narrative:
No product has been received for investigation. As no product was returned, the cause of the event could not be determined. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."